Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high pacing threshold of 3.25 volts at 1.5 ms. The lead was capped and replaced.